Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The pacemaker was returned for evaluation above elective replacement indicator without identified device or use problem. Electrical, mechanical, and visual testing of the pacemaker was normal with no anomalies found.